Event description:
Allergan aesthetics received a voluntary medwatch (mw5175301) from FDA reporting, patient reported via regulatory reporting agency voluntary sus medwatch mw5175301 (documented on 27-aug-2025) "pah diagnosis and not aware of the adverse side effects" after treatment with coolsculpting system to stomach area. Paradoxical hyperplasia (pah / ph) is considered serious injury and assessed as a reportable event which is a known side effect of cryolipolysis requiring surgical intervention to correct. The patient indicated that "a board-certified plastic surgeon confirm this was consistent with pah, and I will require surgery in order to remove this rock-hard bulge that does not go away".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.